Event description:
It was reported that the probe handle broke off. It should be noted that the procedure was completed successfully without any impact to the patient. There was no medical intervention, surgical delays, or adverse consequences during this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the probe handle broke off. It should be noted that the procedure was completed successfully without any impact to the patient. There was no medical intervention, surgical delays, or adverse consequences during this event.